Event description:
It was reported by customer before use that the cs100 intra-aortic balloon pump (iabp) display was not coming on. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d9 (device available for eval?), g3, g6, h2, h3, h6 (medical device ¿ problem, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed that there was an issue, but discovered it was due to a power supply malfunction. The fse replaced the power supply assembly and reported that the machine is working.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had display failure. There was no patient involvement.